Event description:
It was reported that the insulin pump alarmed no delivery. The insulin pump also alarmed during the prime process. Customer experiencing high blood glucose due to under delivery of insulin. The current blood glucose reading is 262 mg/dl. Customer is treating with manual injections. The drive support cap is protruded. Advised customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.